Event description:
Customer called adc customer service on (B)(6) 2019 and reported her adc fs lancing device had separated in the middle, so a replacement was sent. On (B)(6) 2019 she called again and reported the lancing device had not yet been received. She further reported that due to not having a lancing device she had not tested her blood glucose for an unspecified amount of time. On an unspecified date she self-presented to an emergency room where she was treated with a ¿shot of novolog¿. No additional information was provided as she declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and lancing device, and there were no trends that indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The serial number of the device is unknown; hence the date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer called adc customer service on (B)(6) 2019 and reported her adc fs lancing device had separated in the middle, so a replacement was sent. On (B)(6) 2019 she called again and reported the lancing device had not yet been received. She further reported that due to not having a lancing device she had not tested her blood glucose for an unspecified amount of time. On an unspecified date she self-presented to an emergency room where she was treated with a ¿shot of novolog¿. No additional information was provided as she declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.